Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction.the purpose of this investigation is to evaluate the risk associated with the identified failure mode of "pre-op CT to 2d registration fails" for egps (spine-dfmea-0330). The pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan and patient anatomy. Case investigation revealed that the fluoroscopic images are of poor quality, leading to a more difficult merge, and a satisfactory merge could not be obtained by assigning different shots and adjusting centroid positions. Suggested troubleshooting measures for the user would be to take more true ap and lat shots, try different shots and registration types, re-assign centroid positions, and adjust brightness/contrast of the fluoroscopic images.the observed severity did not exceed the anticipated severity.the observed overall risk level is 8 or low, which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required.the cause of the reported issue can be traced to user technique.

Event description:
During a single position lateral case (l2-l5 pre-op workflow with e3d), merge was unsuccessful multiple times leading to an aborted case. During the first attempt, centroids appeared lateral the on the merge itself in the a/p view. The centroids were not even remotely close to their corresponding vertebrae. New images were taken, levels were checked and confirmed to be correct by using the sacrum as a guide, and centroids were confirmed to be placed in the center of the vertebrae as they are supposed to be. The second attempt of the merge with additional images taken showed the centroids to be centered, but the spinal column appeared to be inverting/moving quite a bit. A third attempt was done with completely new imaging, but again was unsuccessful. We believe there is an issue with merging images taken by the e3d to a CT completed outside the hospital before the case started. We are unsure why the centroids were not centered on the first image, and also unsure by there was so much movement of the vertebrae when new imaging was done.